Event description:
Four field occurrences of blank displays repaired by replacement of the ui pcba constituted a numeric trigger for an engineering investigation. A blank display could result in an inability to monitor a pt and provide device therapy.